Manufacturer narrative:
No device deficiency reported. Serial or lot number of device used also not reported. Esophageal ulceration is a known potential adverse event associated with any cardiac ablation procedure. MDR submission delayed 2 days due to signing certificate expiration and need for esg help desk to update account.

Event description:
Cardiofocus became aware of a report of an esophageal lesion treated by clipping while reviewing a study abstract. Esophageal temperature rises above 39.5 c are reported to have occurred during the procedure.